Manufacturer narrative:
G4: 08jan2020 b4: 09jan2020. The customer troubleshot with tech support over the phone. The customer replaced the power supply to address the reported issue. The issue has been resolved and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05nov2019.

Event description:
The customer reported that the device's air valve was stuck in the closed position and had a low air flow alarm. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.